Event description:
The balloon was deformed when received and after use, the distal struts were flared. When the cypher package was opened, the physician found the distal end of the balloon was deformed. The balloon appeared to have been inflated once even though the unit had not been used. Because there was no stent of the same size, the physician tried to use the cypher, but felt resistance during the delivery. He retrieved the sds from the patient and found the distal edge of the stent to be flared. There was no reported patient injury. The target lesion was the proximal left anterior descending branch. The vessel was calcified, but not tortuous. The percent of stenosis was unk.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Please note that the device represented is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days from receipt.